Event description:
On (B)(6) 2022, it was reported by a sales representative via email that an ar-9676 angled reamer, drive shaft and an ar-9597-10 angled reamer sleeve had an issue. The items' attachment was stripped. The other item was jammed. The reamer was not able to spin correctly causing issues in the case. They were able to complete the case using a different set. There was no patient harm. This was discovered during use in an unspecified procedure on (B)(6) 2022 with no impact to the patient.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6) 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Upon visual inspection there was damaged noted to the head of the reamer sleeve. Upon functional testing, it was found to be difficult to insert the reamer. The inner diameter was measured using pin gauges and found to be within tolerance. The most likely cause of this failure is attributed to wear and tear damage incurred over repeated usage.